Event description:
It was reported by the rep that the (2) al326 were used during a laparoscopic cholecystectomy procedure. It was reported that the clip would not form over the cystic duct. A second clip applier was opened and a third completed the case. There was no pt consequence.